Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the event involved a patient. The cardiologist inserted the intra-aortic balloon (iab) using a sheath into the patient's right femoral artery. After insertion of iab catheter and usage for around 40 min, the pump alarmed for helium loss. The registered nurse (rn) checked the catheter, and found no kinking issue. After a short period, the pump (s/n (B)(4)) showed "high pressure". The medical doctor (md) found there was blood in the helium tubing. The iab was replaced (right away) with another iab-06840-u via the same insertion site successfully. There was no reported patient death, injury or complications. There was a reported delay in intra-aortic balloon pump (iabp) therapy however no harm to the patient was reported. Medical / surgical intervention was not required. The patient outcome is listed as; the patient is under observation.

Manufacturer narrative:
(B)(4). Teleflex performed a full evaluation of the returned device and confirmed the reported complaint. The root cause of the reported complaint is unknown. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. Teleflex will continue to monitor for similar reports of this issue. Also see MDR # 1219856-2017-00008 and nc # (B)(4). Other remarks:

Event description:
It has been reported that the event involved a patient. The cardiologist inserted the intra-aortic balloon (iab) using a sheath into the patient's right femoral artery. After insertion of iab catheter and usage for around 40 min, the pump alarmed for helium loss. The registered nurse (rn) checked the catheter, and found no kinking issue. After a short period, the pump (s/n (B)(4)) showed "high pressure". The medical doctor (md) found there was blood in the helium tubing. The iab was replaced (right away) with another iab-06840-u via the same insertion site successfully. There was no reported patient death, injury or complications. There was a reported delay in intra-aortic balloon pump (iabp) therapy however no harm to the patient was reported. Medical / surgical intervention was not required. The patient outcome is listed as; the patient is under observation.

Manufacturer narrative:
(B)(4). Teleflex performed a full evaluation of the returned device and confirmed the reported complaint. The root cause of the reported complaint is unknown. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. Teleflex will continue to monitor for similar reports of this issue.

Event description:
It has been reported that the event involved a patient. The cardiologist inserted the intra-aortic balloon (iab) using a sheath into the patient's right femoral artery. After insertion of iab catheter and usage for around 40 min, the pump alarmed for helium loss. The registered nurse (rn) checked the catheter, and found no kinking issue. After a short period, the pump (s/n (B)(4)) showed "high pressure". The medical doctor (md) found there was blood in the helium tubing. The iab was replaced (right away) with another iab-(B)(4) via the same insertion site successfully. There was no reported patient death, injury or complications. There was a reported delay in intra-aortic balloon pump (iabp) therapy however no harm to the patient was reported. Medical / surgical intervention was not required. The patient outcome is listed as; the patient is under observation.